Manufacturer narrative:
H4: the device was manufactured from march 3, 2020 - march 4, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor undeinfused. After the expected 48 hours infusion time, "half the dose" had infused. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.